Event description:
During an sfa lesion treatment procedure, while deploying the stent, the delivery system got stuck. While the physician pulled the device out, the stent stretched and the proximal portion broke in half. The physician left this part of the stent in the mid sfa as there was a dissection and felt it would be ok to leave in this area. Post-dilation was done on the stent fragment with a balloon and the physician deployed a second stent as originally intended. No harm to the patient. No additional procedures or intervention were required due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control and trends was conducted during the investigation. One device was returned for evaluation. The device was not returned in the original packaging and was open on receipt. Visual inspection of the outer sheath revealed a kink 48-49cm from the white connector cap. This kink could have occurred during transportation or due to delivery system handling during the procedure. The device was returned with the inner catheter exposed. The distal part of the inner catheter was visually examined. There was no evidence of damage to the pusher ring or the distal tip however the exposed section of the inner catheter was kinked in several places. It can be stated however that this damage most likely occurred in transit as the device was not returned in the original packaging. Using a calibrated ruler the outer sheath measured 125.1cm and was noted to be as per specification. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. As per the IFU, the intended use for zilver 635 billary stents is for palliation of malignant neoplasms in the billary tree. However in this case the physician placed the device in the sfa. Therefore this device was used off label. The cause of this event cannot be conclusively determined. Upon examination of the returned device, there is no evidence to suggest that the device was manufactured incorrectly. No defects were observed that could have caused or contributed to the complaint issue.

Event description:
During an sfa lesion treatment procedure, while deploying the stent the delivery system got stuck. While the physician pulled the device out, the stent stretched and the proximal portion broke in half. The physician left this part of the stent in the mid sfa as there was a dissection and felt it would be okay to leave in this area. Post- dilation was done on the stent fragment with a balloon and the physician deployed a second stent as originally intended. No harm to the patient. No additional procedures or intervention were required due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.